Event description:
Reports on bacterial contamination from other institutions in this system led to submission of micobiologic studies of equipment. These studies grew ralstonia pickettii from the equipment.